Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying a battery indicator message. The (B)(4) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that on (B)(6) 2012 in the morning (exact time unknown) she attempted to use the subject meter and observed a battery indicator message. The patient reported she manages her diabetes with oral medication, diet and exercise. She stated that no changes were made to her usual diabetes management as a result of the issue. The patient reported that at an unknown time after the start of the product issue, she became "shaky" due to the product issue. The patient stated that she received no treatment due to the issue. The cca noted that during troubleshooting, no misuse was noted and the battery needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.